Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. An exception was noted in the DHR although it does not establish a relationship with the harm reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on february 1, a biopsy procedure was performed with an eviva needle, and during the procedure there was an equipment failure. Atec breast biopsy excision system had a malfunction due to the attached biopsy needle failing. No vacuum or suction was able to be performed preventing services from being performed. Staff ran diagnostics and replaced many parts to attempt to prevail with service but was unable to identify the issue at that time. The procedure was aborted and the patient was rescheduled for another biopsy procedure. No additional information available.